Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any malfunction or other product condition contributed to the patient's hyperglycemia. No product lot was reported so no qualification record review was performed.

Event description:
Patient's mother reported her son was admitted to the hospital on (B)(6) 2011 with hyperglycemia. He activated the device at 8:13 pm on (B)(6) 2011 and at 8:47 pm his blood glucose measured 339 mg/dl. No insulin dosage was reported at that time and his bg remained 300 mg/dl or higher for the next hour. At 9:43 pm he ate 10 grams of carbohydrate and gave a 0.65 unit insulin bolus, but his bg remained elevated. At 10:52 it was 300 mg/dl, so an additional 1.5 unit bolus was taken. An hour later, with bg down to 288 mg/dl another 0.5 units were bolused. He went to the hospital early (B)(6) 2011. At 2:13 am his bg was 394 mg/dl according to the hospital meter. The pod was deactivated at 3:28 am at the hospital.